Event description:
Int'l affiliate reports that during routine cleansing and bandage changing; it was found that the bandage was wet/soaking. After careful examination of pt, it was revealed that there was cerebrospinal fluid leakage from ventricular catheter. Catheter was removed and a split was found in the catheter.